Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for device check. Interrogation of device revealed episodes of noise incorrectly interpreted as high ventricular rates and intermittent capture on the right ventricular lead. The noise and intermittent capture were noted when the patient raised arms above their head, the patient described feeling dizzy. The lead was capped and replaced successfully on (B)(6) 2020. Patient was in stable condition before, during, and after the procedure.